Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code:

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2016 and mesh was placed. The patient reported having issues until it was removed. The mesh was too tight. It went stiff. The patient was in pain from the first day it went in. Prior to mesh, the patient would wet self when sneezing, now has a permanent catheter due to mesh damage. The patient has had many operations to try to correct damage caused by the mesh. The patient can no longer have a sexual relationship with husband and lost job due to lift restrictions after mesh removal. The patient is always in pain. The mesh had damaged the urethra and caused nerve pain. No further information available as reporter details have not been disclosed (confidential).